Event description:
In 2000 (exact date unknown), patient underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At eighteen weeks post-op patient presented with 10 mm conjunctival melt over ocu-guard wrap. At five months post-op patient underwent conjunctivoplasty surgery. Patient post-op status: patient retained orbital implant.